Event description:
The customer requested info regarding the customization to the manual reconciliation screen in tw ECG editor.

Manufacturer narrative:
(B)(4). They wanted to know if they could change the format of the screen, so it's less likely a user would make a mistake in selecting an incorrect order. In conversation with the customer by tier 2, the customer mentioned the reason why they would like this enhancement is due to a pt death which was attributed to a doctor selecting an incorrect order. The customer stated the doctor did not follow procedure and should have. The customer was provided info regarding the process of manual reconciliation and showed the customer that they are unable to reconcile an order twice. The t2 rep ((B)(4)) was attempting to gather add'l info regarding the reported incident and the subsequent results of the safety committee (at hospital) investigation the incident. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.